Event description:
It was reported that while the device was still in the box, interrogation showed that the device was providing rapid ventricular pacing that looked like noise. This same "noise" was observed with multiple programmers. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned, analyzed, and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.